Manufacturer narrative:
Concomitant products: product ID: 64002, serial# unknown, product type:. Adapter product ID: 7436, serial# (B)(4), implanted: (B)(6) 2008,: product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v033538, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v033538, implanted: (B)(6) 2007, product type: lead. Product ID: 64002, serial# unknown, product type: adapter. (B)(4).

Event description:
It was reported that there was a surgical procedure on tuesday (B)(6) 2014. It was noted that the patient had stated that the battery was going to ¿pop out of his chest.¿ the patient¿s body was rejecting it. They had been considering relocating the implantable neurostimulator (ins) from the chest to the abdomen. Once in surgery it was determined that adaptor was a little high and was causing irritation at the incision site. It was noted that there was discomfort to the patient. The pocket was opened and the ins was repositioned in the same pocket and it was made more comfortable. The patient was happy. The pocket revision had been done tuesday prior to the date of this report, (B)(6). The device had not been relocated. It was further noted that it was believed with the adaptor was originally put in it was on top of the battery and was rubbing the skin from the outside. Additional information received reported that the patient was doing fine as the battery was repositioned and impedances were fine. No additional testing was required.

Manufacturer narrative:
Concomitant medical products: product ID 64002, product type: adapter. Product ID 7436, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3387s-40, lot# v033538, implanted: (B)(6) 2007, product type: lead. Product ID 3387s-40, lot# v033538, implanted: (B)(6) 2007, product type: lead. Product ID 64002, product type: adapter.

Event description:
It was later reported that there was erosion. It was noted that the implantable neurostimulator (ins) was coming through the skin and the healthcare professional might move the ins location. Additional information received reported there was no erosion just a device pocket revision needed.